Event description:
The pt experienced a lack of effect following a reprogramming of his deep brain stimulator. The pt returned to clinic 3 days after reprogramming. Device interrogation revealed that the unit was set to default settings. No power on reset message was noted. Impedance measurements were normal. The implantable neurostimulator battery was at 3.69 volts. The hcp planned to monitor the pt closely. The pt outcome was reported as "good". Additional info has been requested. A f/u report will be submitted if additional info becomes available.